Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the instrument would not energize. As per surgeon, the instrument was not recognized by vio dv. The review of the photo of jaw tip revealed no damage to the conductor wire. A backup instrument was used. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of energy recognition failure. When the instrument was placed on an in-house system, the instrument was recognized and passed engagement tests; however, the bipolar energy cord was not recognized and the erbe displayed a question mark when connected to the erbe generator. The instrument was tested for electrical continuity and passed. Upon visual inspection there was no conductor wire damage observed. Additionally, the instrument was found to have thermal damage on the yaw pulley. The thermal damage was located a the outer base of the grip tips. An isi engineer reviewed the images and noted they cannot see any obvious damage to the conductor wire.